Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: skin necrosis, and implant exposure. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that patient who underwent breast surgery with a 400cc mentor siltex round high profile memorygel breast implant experienced skin necrosis, implant exposure (side unknown) post procedure. As a result, patient had an explantation on an unknown date.